Event description:
The ultrasonic probe was used in conjunction with an acmi nephroscope during the case, and while in use the device tip was not working correctly. When it was pulled out the device was cracked. The probe was replaced 4 times to finish the case, causing a delay and prolonged anesthesia, but no harm to the patient.